Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with readings of 51 mg/dl by fingerstick and 43 mg/dl on the device, after treating an earlier low and announcing a meal before glucose returned to range, which resulted in additional insulin and recurrent low glucose. Symptoms included hypoglycemia accompanied by dizziness. Outcomes included urgent low glucose that required oral carbohydrate treatment and follow-up. Investigation included review of device-generated glucose and dosing data and user education. Investigation of this case revealed user error in timing of the meal announcement relative to recovery from hypoglycemia, leading to further insulin delivery during a low. It was concluded that the event was attributable to use error, and the user was instructed to wait until glucose is back in range before announcing a meal.